Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that every time the patient went to sleep, site got disconnected from the patient's body. In the morning of this report, the patient woke up feeling very sick and had ketones. Then the patient noticed that the infusion set's tubing had detached at the quick release while sleeping. The site location was patient's right abdomen and the pump was clipped on to the right side of body. The infusion had been in use for one day and the infusions were stored in a closet at room temperature. The pump was not dropped with the set connected to the patient's body. No further information available.